Event description:
From operative report (B)(6) 2024: non-functioning right sided ij (internal jugular) mediport. There was a kink right at the junction of the transition at the mediport tubing transition from the neck into the internal jugular. New mediport tubing was placed, keeping the base hub in place, but now rewiring this through the right subclavian. I then examined the catheter and could see that there was a distinct kink there right in the location of the neck as this came up from the mediport base up towards the right ij and then swept down to the superior vena cava. This had an abnormal appearance as any other bend in the catheter would create a gentle bow, but in this particular location it kinked to the tubing.